Manufacturer narrative:
According to the complainant the device will not be available for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection.

Event description:
The parent reported that the patient was wearing the pod on the arm for between 24 and 36 hours when severe pain developed at the insertion site. The patient was at school and visited the school nurse due to this issue. Upon removal of the pod, a significant amount of pus was observed. The site appeared red, swollen, and was described as a hard lump under the skin, very firm and hot to touch. The patient was prescribed cephalexin by the family's doctor, to be taken four times daily.